Event description:
Customer claims to have had ears pierced with an ear piercing system on 5/15/1997. On 6/26/1997, she sought medical treatment. The earring was embedded and had to be surgically removed by a doctor.